Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the physician observed inappropriate antitachycardia pacing (atp) was delivered for atrial tachycardia. No allegation of malfunction was made against the device and the physician confirmed the device delivered therapy appropriately based upon its programmed settings. The patient's medication was adjusted to resolve the event and the patient was in stable condition.